Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the outer insulation was breached, the outer insulation had a cosmetic depression, and there was blood/fluid on several conductors (non-obstructing) and outer tubing overlay. It was apparent that this damage occurred at explant.

Event description:
It was reported that the 6944 lead (B) (4) was fractured and explanted. During the explant, the atrial lead (B) (4) was pulled back and therefore explanted. No further patient complications were reported as a result of this event